Manufacturer narrative:
Zoll has not yet received the thermogard console for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The thermogard console (sn (B)(4)) alarmed with a mid09 (air trap assembly) error message. There was no known patient consequence reported. No further information was provided.

Manufacturer narrative:
The thermogard console (sn (B)(4)) was evaluated at the customer site. The report of mid09 (air trap assembly) error message was reproduced during functional testing of the console and confirmed through analysis of the retrieved event log. The thermogard console is a reusable device and was manufactured on 02 jul 2010. It has exceeded its expected serviceable life of five years and is almost 8 years old. Evaluation of the console found fluid / moisture on the airtrap assembly. The mid09 error message was displayed due to this observed issue. The mid09 error message was resolved after clearing moisture off of the airtrap assembly. Following this, the console was functionally tested and passed all final specification without further issue observed. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).